Event description:
It was reported that during a coronary stenting treatment procedure, the stent delivery system became stuck on the guide wire. The choice pt guide wire was placed in a lesion in an unspecified vessel. A non bsc stent was loaded onto the wire and became stuck while advancing; the stent was unable to advance further than the guide catheter. After a few unsuccessful attempts to remove the stent delivery system, the devices were removed together as a unit. The procedure was completed with another choice pt guide wire and a different non bsc stent. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed evidence that the distal tip had been pre-shaped. Kinks were present at 1, 1.5, 2, 56, 158 and 170cm proximal to the distal tip. Dimensional measurements were within specifications. No other damage or inconsistencies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, the stent delivery system became stuck on the guide wire. The choice pt guide wire was placed in a lesion in an unspecified vessel. A non bsc stent was loaded onto the wire and became stuck while advancing; the stent was unable to advance further than the guide catheter. After a few unsuccessful attempts to remove the stent delivery system, the devices were removed together as a unit. The procedure was completed with another choice pt guide wire and a different non bsc stent. There were no patient complications reported and the patient's status is fine.